Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the distributor's device evaluation. Additionally, please see the corrections as the device was returned to the distributor. The device was returned to a distributor for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was reported by the distributor that the error had no longer been displayed on device. As a result, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Based on previously reported cases and according to the service manual the event was possibly due to a malfunction in the internal fan. The reported issue was only displayed for a moment, upon review the mentioned issue was not displayed.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit displayed an e117 error code. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation however, inspection information has not been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.